Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd896290 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced presumed peritonitis. The presumed peritonitis event was manifested by a fever of 102 degrees fahrenheit and vague abdominal pain. On the same day as onset, the pt went to the emergency room and was later hospitalized for the event. The cause of the presumed peritonitis was unknown. The pt began treatment with vancomycin (1gram every 5 days, ip-intraperitoneally) and ceftazidime (1 gram daily, ip) for the event. Five days after being admitted to the hospital, the pt was discharged. At the time of this report, treatment was ongoing and the patient was reported to be recovering from the presumed peritonitis. Dianeal therapies were ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this presumed peritonitis event.